Event description:
During the procedure, a valve was placed into the descending thoracic aorta. Upon deployment, the valve migrated distally into the ascending aorta. Efforts made to drag the valve into the descending aorta, but it was not possible. A total of 10cc above nominal volume used to post dilate the valve in an effort to fixate it against the aortic wall-unsuccessful. A thoracic endograft was placed to stabilize the valve along the ascending aorta- successful.